Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately 20 minutes after starting a therapeutic plasma exchange (tpe) using a prismaflex tpe2000 set, the patient experienced itching. Intravenous (IV) benadryl was given. It was reported 32 minutes later, itching advanced to both forearms and small blotches were noted on bilateral upper extremities. Tpe was discontinued with the extracorporeal blood return. After the blood return, the patient became tachycardic, tachypneic and hypotensive. The patients¿ heart rate was in the 150's and the blood pressure was measured at 80/62 mmhg. The rapid response team was called. The patient was administered IV benadryl, solucortef and epinephrine with resolution of symptoms. It was noted that the patient was on ace inhibitors at home. The patient was transferred to another facility for a second tpe treatment. No additional information is available.